Manufacturer narrative:
Investigation summary: a review of the device history record revealed no irregularities during the manufacture of the reported lot #. The customer sample (1 piece) was received for quality control assessment. Where it was observed that the body of cylinder presented a crack and to perform the test of leakage this present the defective reported. Therefore, complaint is confirmed. Furthermore, the lot was inspected according to the current work instruction with satisfactory results for the characteristics required for its approval including functional tests. No non-conforming part that could be attributable to the defect reported by the client was presented. No deviations (quality notifications) were reported during the manufacturing process. Investigation conclusion: the dial where the assembly is made may be causing damage to the syringe, however there is a sensor to eject the syringes when they are not well assembled and this sensor is a section behind where the jam is being presented. That its functionality has not been all effective. Regarding the failure mode of the qualification of the personnel (msa), nowadays the operative personnel is trained in the work instructions as well as in the frequencies where defectives are mentioned that could be presented, however, there is no qualification ( msa) that ensures that the operators identifies and knows the defects. The assembly equipment has a tooling that during the process runs the leak test to each piece manufactured so it was not considered necessary to perform leak test as part of the final inspection. It is important to mentioning that given the event of the leakage, CAPA 400567 was generated to follow up on all the failure modes identified and their respective action plan.

Event description:
It was reported that bd luer-lok¿ disposable syringe with bd luer-lok¿ tip had a crack in the barrel and leaked during use. No serious injury or medical intervention was reported.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd luer-lok¿ disposable syringe with bd luer-lok¿ tip had a crack in the barrel and leaked during use. No serious injury or medical intervention was reported.